Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer had low blood glucose and he passed out. The ambulance was called and the customer was treated with carbohydrates and juice. The customer's current blood glucose level was 89 mg/dl. The customer was assisted in troubleshooting for low blood glucose. The customer was alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.